Event description:
The patient (pt) is needing an MRI. The hcp reported that the patient (pt) said the ins battery is dead and "if she moves a certain way she is going to be paralyzed". Hcp also noted that pt said they "get electric currents in their body from the stimulator" but it is not functioning. Hcp was not with the pt at the time of the call for further clarification.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.